Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 27 mmol/l at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer did not experienced any symptoms related to high blood glucose. The customer was treated with manual injection and bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump received insulin flow block alarms. Customer was able to successfully clear the alarm. The insulin pump passed hp test. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.